Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) and via the product surveillance registry (psr) clinical study regarding a patient who was receiving lioresal (2,000.0 mcg/ml at 711.8 mcg/day) via an implantable pump. The other medications that the patient was taking at time of the event were unable to be obtained. The indication for pump use was intractable spasticity. It was reported that the patient did not get the staples taken out, and it was about 6 weeks post implant. The managing hcp¿s nurse informed the rep that the pocket was infected. The nurse stated that if the staples were taken out, the pocket would open. Apparently, the patient called the neurosurgeon's office to see whether she could see him. The office was supposed to call her back for an appointment, but the patient said they never called her back. No troubleshooting was performed. The rep was informed that the patient was going to be admitted to the hospital to decrease her dose, and have the device explanted. They were going to give the patient antibiotics. Surgical intervention was scheduled for (B)(6) 2016. At the time of the report, the patient was alive with no injury and the issue had not resolved. Additional information received from the hcp via the psr clinical study indicated that an examination on (B)(6) 2016 revealed pump pocket infection. The entire system was explanted on (B)(6) 2016, but not replaced; the device was disposed of according to bio-hazard instructions. The event resulted in in-patient hospitalization. The event was possibly related to the device or therapy and was possibly related to the implant procedure, specifically the pump pocket. The patient called and asked whether the hcp could remove her staples since she could not get in to the neurosurgeon's office. When the patient came in and the dressing was removed, the incision and the area surrounding it showed signs of infection. The site was draining pus, was red, and was warm to touch. The event resolved without sequelae on (B)(6) 2016. Additional information received from the rep indicated that the infection was due to the sutures being left in for over 6 weeks. The rep was notified by the nurse that the patient was doing well and in rehabilitation. The event date is an approximate date. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.